Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID pscc100 (0012657556); product type: 0609-catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation ablation procedure, a pulseselect catheter was used following 3d mapping with another company's mapping system, another company's mapping catheter, and another company's sheath. After a single transeptal puncture and mapping of both the right and left atria, the pulseselect catheter was used to isolate the superior vena cava and then advanced into the left atrium. Resistance was encountered in forming the array in the left atrium via the slide control, prompting removal of the catheter and a switch to a radiofrequency catheter. There was resistance retracting the catheter into the sheath, damage to the pulseselect catheter was observed and the catheter array appeared detached. A transesophageal echocardiogram identified a pericardial effusion, and the patient developed hemodynamic instability. Emergency surgical repair was performed for a hole in the left atrium. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the case was aborted under general anesthesia. The patient was hospitalized due to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012631004 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube and on the shaft. No additional anomalies were detected. High magnification optical inspection revealed a kink on the shaft. The steering mechanism and deflection tests were performed. No anomaly was discovered. Functional testing was performed. No anomaly was discovered. The returned pulsed field ablation catheter was inserted through the returned sheath and no resistance was felt during insertion. In conclusion, the reported clinical issue (pericardial effusion) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The sheath failed the returned product inspection due to a shaft kink and a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.